Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a solent omni thrombectomy system with no other devices. There was blood inside and outside of the device. The pump, shaft, and tip were microscopically examined and visually inspected. Inspection found no damage or irregularities. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the lower limb vein. Aspiration was initiated inside the patient. However after a few seconds, the pump broke and an error alert occurred. The procedure was not completed due to this event. There were no patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the lower limb vein. Aspiration was initiated inside the patient. However after a few seconds, the pump broke and an error alert occurred. The procedure was not completed due to this event. There were no patient complications.